Event description:
Approximately two years post-operatively, it was noted that a screw and rod in the pedicle screw construct were broken. A surgical procedure was performed and the construct was removed. The surgeon reported the pt was fused and no additional pedicle screw fixation was required.

Manufacturer narrative:
The device was not available for evaluation at the time of this report. The pedicle screw construct consisted of four 6.5 x 45mm screws (catalog #11-3646), one 5.5 x 30mm curved road (catalog # 11-3030) and one 5.5 x 35mm curved rod (catalog #11-305).